Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was nearing the elective replacement time (ert). The device has been implanted for less than 3 years, which suggests premature battery depletion (pbd). A health care professional (hcp) reported the patients right ventricular (rv) lead displayed elevated outputs that could contribute to pbd. No further action was performed. The pacemaker remains in service. No adverse patient effects were reported.